Event description:
The patient's implantable neurostimulator (ins) system was replaced due to lead migration. She experienced a loss of therapy and felt subcutaneous stimulation localized to the back of her neck. The ins system was not replaced and the patient recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.